Event description:
It was reported that after a direct stent procedure with another co's stent, the powersail balloon was advanced and inflated for post-dilatation. Pressure was introduced; however, the balloon did not inflate. When the balloon reached 14 atmospheres, the balloon suddenly inflated. When trying to deflate, the balloon did not deflate. After several attempts to deflate, the balloon deflated nearly completely and was removed. The balloon was then tested outside the body and was able to be inflated with difficulty, but was not able to be deflated. No pt injury was reported.